Manufacturer narrative:
An investigation was completed: it was reported that during an affirm upright biopsy system procedure on (B)(6) 2025, the technician took samples with the needle and the initial two were okay; however, the third went through the breast and hit the detector cover. The customer declined to have the device serviced and no further information is currently available. No parts were returned for investigation; therefore, investigation will be limited. The customer declined service; therefore, no logs could be recovered from the system and the customer failed to respond to 3 attempts to obtain more information; therefore, investigation will be limited. The affirm breast biopsy guidance system user guide provides a detailed description of the target guidance screen which displays the needle selected by the operator for the procedure. Section 5.3.1 ¿biopsy options¿ shows that the on-screen biopsy options tab (on the dimensions¿ aws) displays the selected biopsy device. Section 5.3.1 also provides the following: ¿warning: patient injury can occur if the device you select in the biopsy tab is not the device that is installed on the system.¿ no further incidents have been reported since. Root cause is unknown, but probable cause is use error. Conclusion: in conclusion, the probable cause is the user did not select the correct needle size during the procedure. The selected probe is also displayed on multiple tabs and screens on the system and is shown persistently during a procedure on the biopsy control module. A corrective and preventive action (CAPA) for this event is not needed because this occurred due to user error despite the documented warnings in the user guide and information provided on the user interface (ui). Complaint confirmed: no device history record (DHR) review: review of the DHR is not warranted as this was user error UDI: (B)(4), serial number: (B)(6), date of manufacture: 10/18/2023. Complaint history for this system was reviewed, and no additional complaints were identified.

Event description:
It was reported that during an affirm upright biopsy system procedure on (B)(6) 2025, the technician took samples with the needle and the initial two were okay; however, the third went through the breast and hit the detector cover. The customer declined having the device serviced and no further information is currently available.